Manufacturer narrative:
D10 concomitant products: sig60axt, tri 2.0 sig60axt 60 xtra thk 15mm (lot#unknown); sigphandle, sig power sigphandle handle (sn:c24aaf0171); unk-sigadapt, unknown signia egia adapter (sn:unknown); sigpshell, sig power sigpshell control shell (lot#n4j1610y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sleeve gastrectomy, the first shot fired in the pyloric antrum using the powered stapler with a load was only partially fired (approximately 30mm of 60mm) without displaying an excessive load message. A new clamshell was opened, and the same powered handle was used; however, the same issue occurred on the second shot with a reload, resulting in another partial firing. The surgical procedure was extended by 15 minutes. The issue was resolved by switching to a different powered handle and opening a new clamshell, after which the devices functioned as intended. There was no patient injury.